Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the hypotube was kinked 200mm distal to strain relief. The tip was slightly flared. The stent was found to be dislodged from the balloon. The balloon was found to have the stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access was obtained via femoral artery. The totally occluded 16x3.0mm target lesion contained >=90 degree bend and was located in the moderately tortuous and severely calcified left circumflex artery. A 3.00x16mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with another of he same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed the stent was missing.